Manufacturer narrative:
Troubleshooting with the customer found the battery pack related to this complaint had previously been installed in AED serial number (B)(6). Log files from AED serial number (B)(6) identified that on 7/17/23 the AED attempted to alert the user by flashing its red asi and chirping based on the results of a self test. The AED continued to flash and chirp until 9/12/23 when the service code was cleared with a manual self test. On 03/09/2026, the same battery pack was installed into AED serial number (B)(6), at which point the device displayed a "replace battery pack now" warning. This warning was determined to be the result of the customer's failure to promptly respond to the earlier red asi alerts, which reduced battery life expectancy.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.